Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4). Additional information was requested and the following was obtained: the patient had squamous cell lesions excised not cysts. After a third biopsy was taken the patient did not have an auto-immune disease. The reporter indicates that the physician strongly suspects the ongoing rash and blisters could be caused by dermabond, but this has not been confirmed or verified. The rash and blister lesions are still active and ongoing but had decreased in outbreak frequency.

Manufacturer narrative:
Product complaint # ==> pc-000210430 date sent to FDA: 7/22/2018 additional information was requested and the following was obtained: previous spots became reinflamed and itch badly and at time caused a burning pain. Update to patient current condition: the outbreak are fewer but are still occurring. The arm is on the original surgical sites. The blister is distal to surgical site. It seems to have been from a tract.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cyst excision surgery on the chest and forearm between the end of (B)(6) 2018. The dermatologist indicated the wounds were closed with electrocautery but no electrocautery char was present on the incisions. A week after the procedure, the patient started experiencing redness and pain on his chest and forearm, followed by blisters and rash. The patient went back to the dermatologist and was seen by the physician assistant on staff. The patient was treated with bactroban and "lyemectrine", for the rash. The patient then went to a general surgeon, for consultation. The general surgeon opened the wound sites, to treat the blisters, and found what looked like unknown dermabond in the wound sites. The general surgeon treated the open blisters with an antibiotic ointment and referred the patient to a different dermatologist. On the first visit to the second dermatologist, a biopsy was performed, zyrtec was prescribed in the morning, benadryl in the evening, bactroban and other unknown topical itch medications. A week later, the patient returned to the second dermatologist, second visit, the biopsy was inconclusive, a second biopsy was performed, continued with zyrtec, benadryl and prescribed 10 mg of prednisone, three per day. The itching and rash had subsided but still persisted. The patient returned for a third visit, ten days later, the date being (B)(6) 2018, the second biopsy showed an autoimmune issue. The prednisone was decreased to twice per day, continued zyrtec and benadryl. The rash was occurring less but there were no blisters. On (B)(6) 2018, the patient started running a fever, went to the doctor on (B)(6) 2018 and was admitted to the local emergency room and hospital for pneumonia. Blood cultures were performed but returned negative. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/25/2019. Additional information requested and the following was obtained: "my father is still having adverse effects from the improper application of dermabond after a dermatological procedure. He has been diagnosed with an autoimmune disease and has been under different physician's care. He continues to break out with blisters that cause pain and when they rupture he has uncontrollable itching. He is getting steroid injections every 2-3 months as well as using oral and topical medications. It is causing my father great physical and emotional distress."

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, a4, d3, h6 component code: g07002 - device not returned. Additional information provided: I wanted to give information about my father's progress with the diagnosed auto immune disease bullous pemphigoid. My father went to a rheumatologist and a 3rd dermatologist. The last dermatologist was able to make the diagnosis. This has been a 5 yr battle since initial onset. As a reminder my father had an excision done by dr. And her staff. They closed an open wound by pouring dermabond directly into the wound. This caused a reaction of blistering at the biopsy site as well as spreading down his arm. It caused systemic rash and uncontrollable itching. The only thing that has stopped the rash and itching is a gluten free and night shade free diet(no tomatoes, potatoes, peppers ect.)for my father. He went from a 130lb man to an 86lb man. He is (B)(6) yrs old, and has been in the hospital numerous times including an inpatient at this time for aspiration pneumonia. This has been incredibly difficult for him as well as my family. We are living this unpleasant experience with him. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.